Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the pen ndl 32g 4mm pro 100 box ap has been found experiencing 15 occurrences of inability to deliver medication during use. The following has been provided by the initial reporter: severe pain and needle clog. The patient has been injected for 30 years and using bd pen needle more than 20 years. Never had this problems using bd pen needle. Complaints are severe pain when inject because he felt resistance when penetrating skin. After injection, he got scars and bruising. Also complains that insulin didn't come out when inject. Therefore the patient complains that the needle is clogged. Affected sample is discarded but the rest of the needle will be shipped out for investigation.

Event description:
It has been reported that the pen ndl 32g 4mm pro 100 box ap has been found experiencing 15 occurrences of inability to deliver medication during use. The following has been provided by the initial reporter: severe pain and needle clog. The patient has been injected for 30 years and using bd pen needle more than 20 years. Never had this problems using bd pen needle. Complaints are severe pain when inject because he felt resistance when penetrating skin. After injection, he got scars and bruising. Also complains that insulin didn't come out when inject. Therefore the patient complains that the needle is clogged. Affected sample is discarded but the rest of the needle will be shipped out for investigation.

Manufacturer narrative:
H.6. Investigation summary: one hundred and fifty sealed 32g x 4mm pen needle samples were returned from lot. No. 8275954, cat. No. 320566. Visual examination and a clog test was carried out on all 150 samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see section h.10